Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification) and missing piece of shell assessed as inconclusive. Lymphadenopathy: unable to confirm as it is a medical event not related to the device. Additional observations: red particles on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Patient reported "rupture and lymph swelling on left side, diagnosed by MRI". Healthcare professional later reported rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported "rupture and lymph swelling on left side, diagnosed by MRI". Physician later reported rupture diagnosed via ultrasound. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
F2203. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  rupture and lymph swelling (lymphadenopathy).